Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an out of range high voltage impedance was observed via remote. Review of the device hv lead measurement trends, it appears that the svc coil integrity is in question due to impedance increase. The rv coil appears to be within the normal range. It was discussed the patient to come into the clinic for device reprogramming. The patient was stable.

Event description:
New information received indicated that the right ventricular was explanted and replaced. The patient was stable.

Event description:
New information received indicated a lead fracture. A transesophageal echocardiogram (tee) revealed a small pericardial effusion and mild tricuspid regurgitation.